Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Lock out spring. The analysis results of the device found that it was received empty and with the lock out mechanism non-functional. Due to the returned condition of the device no testing could be preformed to evaluate the reported clip cutting issues. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the lockout spring was found to be out of its intended position leading the found failure of the lockout mechanism; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure the clips and jaws cut the vessel unexpectedly. It was not reported how the procedure was completed. There were no adverse consequences to the patient reported.